Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had air in line. The following information was provided by the initial reporter: IV pump continuously alarming air in line despite no air and multiple attempts to reprime. IV tubing pulled out from pump and section of tubing that goes into the machine had ballooned.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the event was an incorrect entry. This MDR will be voided.

Event description:
No additional information was provided.